Event description:
Spatula tip burned the pt's common bile duct and caused a hole and tissue to slough. Pt returned to surgery for acute abdomen and repair of a leak of the common bile duct and t-tube insertion.